Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2006, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would show the "apply sample" symbol and not allow a blood test to start. The medical affairs specialist (mas) mailed a letter to the pt seven days later, since she could not be reached by telephone on two separate days. The pt visited an emergency room (ER) since she was not able to test with the reported meter. The pt obtained a blood glucose reading of "360 mg/dl" in the ER, was treated with 50 units of "humalog 75/25" insulin, and discharged after 8 hours. At the time of concern, the pt had symptoms of sweating, shaking, hunger, and a dry mouth. The pt did not take any action after attempting to test with the reported meter. It would have been helpful to know the following info: when the meter issue started, when she was last able to test with the reported meter, when the symptoms developed, what her medication regimen is, and if she was following the regimen before and during the time of concern. In addition, it would have been helpful to know if the pt attempted to treat the symptoms before going to the ER, if she had the symptoms when she went to the ER, and what her last reading was on the reported meter. The pt was using a correct technique for testing with the reported meter. However, the reported issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was unable to test with the reported meter for an unk period of time. The pt went to the hosp, where she received a blood glucose reading over 250 mg/dl, while having symptoms and was given insulin treatment.